Manufacturer narrative:
(B)(4): eval, method: x-ray, fluoroscopy, ivus, CT, MRI, etc. Eval, results: pt vessel/lesion morphology. Use of force to advance the device. Stent deformation and failure to deliver device. Eval, conclusion: pt vessel/lesion morphology. Use of force to advance the device. Eval summary: crimp impressions and the proximal pillow were evident on the balloon. The distal tubing was pinched immediately proximal to the balloon bond and kinked approximately 21cm proximal to the balloon bond. The returned stent was stretched and deformed apart from two segments at either end of the stent. Cine review: still images showed 3 stents successfully deployed in the lad and d1 vessels with good blood flow restored post deployment.

Event description:
The physician was attempting to implant a 2.75 mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in the distal lad which was reported to be moderately tortuous and exhibiting 80 - 90% stenosis following pre-dilation. It was also confirmed that resistance was encountered and force was used attempting to deliver the resolute stent across the lesion. The guide catheter and guide wire placement was lost as the physician attempted to deliver the stent. The physician reported some resistance withdrawing the resolute device through the guide catheter and the stent slipped off the delivery system during inspection post removal. Further pre-dilations were completed on the lesion prior to the successful deployment of another resolute stent. There were no abnormalities noted when withdrawing the device from the packaging hoop or when removing the protective sheath from the device. A medtronic integrity stent was subsequently deployed successfully (B)(4). It was later reported that the pt developed shock characteristics and pt death occurred. Date of death is unk. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the u.s distributed product (B)(4).